Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The specific number of events, time-frame and pt samples were not provided. It is not known if any pt results were reported out of the lab. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The ion selective electrode module was retuned for investigation, however, it was misplaced during this process and could not be investigated. A CAPA# (B)(4) was opened for this issue. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add¿l reportable events.